Manufacturer narrative:
Analysis: the samples were discarded at the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this was the only complaint associated with vessel dissection and thrombus for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed this event as possibly related to the study device and procedure. Vessel dissection and thrombosis are inherent risks of any pta procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly caused a thrombus and flow limiting dissection during treatment with a lutonix dcb. The health care professional (hcp) gained patient access using a cook approach cto 18g 0.014 guide wire. The hcp treated non target lesions during the procedure, as well as the target lesion. The target lesion was predilated with another manufacturer's normal pta balloon catheter resulting in 50% residual stenosis. The patient was treated with two lutonix dcb's which resulted in 30% residual stenosis, but a grade e, major flow limiting, dissection was present after treatment. The hcp post dilated the area with the grade e dissection with another manufacturers pta balloon and deployed a drug coated stent from another manufacturer, which resulted in 0% residual stenosis. The patient's left proximal superficial femoral artery to popliteal artery was moderately calcified. The two lutonix dcb's were discarded by the user facility. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers 3006513822-2015-00056.